Event description:
Attorney reported: in 2003--the pt underwent a ventral hernia repair procedure with implant of a composix ex mesh patch. In 2004--the mesh was explanted and replaced with a composix ex mesh patch. Two days later--the pt underwent an exploratory abdominal surgery to repair an incarcerated recurrent ventral hernia. Five months later--the pt reports the onset of pain in the right upper abdomen. The pt underwent surgery to repair an incarcerated hernia with implant of a composix kugel mesh patch. In early 2005--the pt underwent surgery with explant of mesh patch (inferred to be both patches), release of major adhesions of the intestine and the wound closed with composix mesh. Six months later--the pt underwent recurrent ventral hernia repair surgery with lysis of adhesions and placement of dexon mesh. Two months later--the pt underwent exploratory laparotomy with lysis of adhesions, repair of (self inflicted) laceration of the small bowel, repair of laceration to wrist and repair of adhesions found to the omentum and small bowel. Approx one and a half months later--the pt underwent recurrent ventral hernia repair surgery with implant of composix kugel mesh patch, adhesiolysis and excision of old scar and reconstruction. The pt is no on disability.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Refer to MDR 1213643-2008-00508 for composix ex mesh implanted in 2003. Refer to MDR 1213643-2008-00509 for composix ex mesh implanted in 2004. Info related to the composix kugel mesh implanted approx three months later, will be reported in accordance with rae. Refer to MDR 123643-2008-00510 for composix mesh implanted in early 2005. Info related to the composix kugel mesh implanted approx nine and a half months later, will be reported.